Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: (left) 325cc mentor memorygel breast implant catalog: smpx325 lot: 7518971 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 325cc mentor memorygel breast implants, suffered right side capsular contracture; baker grade IV, post-operatively. As a result, the patient underwent implant explantation on (B)(6) 2019.

Manufacturer narrative:
On may 6, 2020, the product investigation was completed. Device investigation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A second product was received (lot-7518971). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On april 1, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On april 2, 2020, mentor became aware that the capsular contracture that the patient experienced was baker grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 17, 2020, mentor became aware that the patient's implant explantation surgery date was updated to (B)(6) 2020. On february 26, 2020, mentor became aware that the patient underwent bilateral replacement with the following devices: (right) 465cc mentor memorygel breast implant catalog: shpx465 lot: 9386393, sn: (B)(4) and (left) 465cc mentor memorygel breast implant catalog: shpx465 lot: 9379695 sn: (B)(4). Manufacturer¿s reference number: (B)(4).